Event description:
In (B)(6) 2018 I had surgery for silicon high profile mentor implants. Soon after this I began having the following symptoms over a 2 1/2 year. Until I explanted last week (B)(6) 2020. I still have some symptoms. Random sharp breast pain particularly in right breast sharp pains in thyroid anxiety and constant fight or flight feelings of being poisoned feelings of dying fatigue or chronic fatigue cognitive dysfunction (brain fog, difficulty concentrating, memory loss) not wanting to connect with people. Muscle pain and weakness, joint pain numbness in hands legs, hip/back electrical shocks down arms hair loss, dry skin and hair premature aging inflammation poor sleep and insomnia dry eyes, decline in vision throat clearing, increased phlegm at night dry mouth bad breath and morning sewer mouth gastrointestinal and digestive issues fevers, night sweats, earlier on intolerant to cold ear ringing sudden food intolerance and allergies headaches slow muscle recovery after activity and inability to build new muscle. Heart palpitations, changes in normal heart rate and heart pain and chest pain sore and aching joints of shoulders, hips, backbone, hands and feet swollen and tender lymph nodes bouts of random nausea. Bouts of dehydration for no reason (frequent urination numbness/tingling sensations in upper and lower limbs cold and discolored limbs, hands and feet general chest discomfort shortness of breath, trouble breathing pain and or burning sensation around implant and or underarm cramping anxiety, depression and panic attacks symptoms of fibromyalgia symptoms of lyme disease diagnosis of auto-immune diseases raynaud's syndrome, hashimoto's thyroiditis, rheumatoid arthritis, nonspecific connective tissue disease, when after explant last week, the surgeon looked at the mentor capsules he saw that the right implant was discolored and ruptured. They were only 2 years old. FDA safety report ID# (B)(4).